Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device failed telemetry testing due to the cable being out of specification. It was also noted that the label was delaminated. Concomitant products: product ID: 2090w, programmer. (B)(4).

Event description:
It was reported that the programmer had intermittent telemetry with implanted devices. The radio-frequency programmer head was replaced a number of times, but the situation did not resolve. The programmer was returned for service. It was confirmed through follow-up, that the intermittent telemetry did result in an unnecessary changeout of an implanted device. The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. There were no further patient complications reported as a result of this event.